Manufacturer narrative:
The insulin pump unable to prime due to protruded/loose drive support disk. Unable to perform basic occlusion, occlusion and excessive no delivery test due to loose drive support disk. The insulin pump passed the displacement test. The insulin pump button response function properly. No damage/anomaly found on the keypad assembly. No scroll bar/ramping numbers without button press noted. The insulin pump returned with missing end cap sticker.

Event description:
It was reported that the customer had low blood glucose of 37 mg/dl because the insulin pump was malfunctioning. Caller stated that the insulin pump numbers was ramping up on their own and delivered 8.1 units of insulin that the customer did not program. Caller stated that he treated customer with glucagon shot and apple juice. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.